Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a signal loss issue occurred. On (B)(6) 2025, the pediatric patient was at school and experienced feeling unwell, was about the pass out, and had ¿high keto¿. The school nurse took a fingerstick, and the blood glucose reading was high (no specific reading was reported). It was understood that the patient experienced the signal loss at that moment. An ambulance was called, and the patient was brought to the hospital accompanied by the school nurse. At the hospital the patient received intravenous treatment. At the time of the report, which was the same day as the day of the event, the patient was still unwell. The signal loss also displayed at the time of the report. It was unknown how much time the patient spent at the hospital. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.